Manufacturer narrative:
Significant corrosion was observed in the battery compartment of the returned analyzer. The analyzer would power on, yet did not overheat during operational testing. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the inserted batteries were warm to the touch and while attempting to take them out, they got battery acid on their face. The customer reported that they were not seriously hurt and did not require medical intervention. During follow-up a week later, the customer further supported they were not hurt, did not require any hospitalization, and were able to remedy the event with washing of the face with soap and water.